Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip is slightly broken off. On (B)(6) 2013, when checking set at the hospital before use, it was noted the tip was damaged. No harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed the matrix, threaded end, detachable sleeve, was made to the synthes drawing.

Manufacturer narrative:
This device used for treatment and not diagnosis. Magnum manufacturing company, inc. Manufactured the distractor tip with detachable sleeve for matrix, part 03.632.083, lot 6594776. Due to an unknown cause, part of the thread tip sheared off. The material and hardness of the shaft was determined to be within specification. The instrument conformed to all dimensional and material specifications at the time of manufacturing. The threads and the inner diameter of the inner shaft were confirmed to be within specification.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the investigation has shown that the thread is indeed partly broken off. Unfortunately we are not able to determine the exact cause which has lead to this damage. We can only suppose that both parts had not been sufficiently tightened up and the applied force resulted in the breakage of the outer threaded part. Further investigations concerning the manufacturing- and material records revealed that the present article conforms to the specifications. No product fault could be detected.